Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's right ventricular (rv) lead had low out of range impedance issue resulting in lead polarity switch from bipolar to unipolar. No intervention was performed. The patient was in stable condition.